Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra2 meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010, the patient obtained the error message error 5 on the reported meter; he was unable to obtain a blood glucose reading. The patient took the action of exercising. Two days afterwards, the patient experienced the symptom of blurred vision. He did not receive any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.